Event description:
Reporter indicated that vns patient experience oxygen saturation decrease and heart rat increase after an increase in device normal mode output current from 0.75ma to 1.0ma. It was reported that the patient uses a pulse oximeter while they sleep. The patient's family member noticed that the patient began to have tremors throughout their body when normal mode output current was increased to 0.75ma. After normal mode output current was increased from 0.75ma to 1.0ma, the tremors reportedly became more violent and the patient's family member noticed the changes in oxygen saturation and heart rate. Additionally, the patient's hands went ffom cold and dry to warm and clammy. The patient's family member reported that when they placed the magnet over the device to temporarily discontinue stimulation while the patient sleeps, the oxygen saturation and heart rate return to normal. It was reported that the patient began screaming constantly 22 days after the increase in normal mode output current from 0.75ma to 1.0ma and the their device was subsequently programmed to off six days later. The patient continued screaming after the device was programmed to off. But their oxygen saturation and heart rate to longer fluctuated during sleep. There were no medication changes during the time of the reported event. The patient has since been placed on lexapro and is reportedly doing much better. The patient's parents want to wait a month before programming the vns back to on.

Event description:
Further follow-up revealed that the patient is doing well. The patient's parents decided to wait another month before programming the device back to on.